Manufacturer narrative:
Additional information: a2, a5, a6, b5, h2, h10correction: a4, b3, d6a.

Event description:
On (B)(6) 2021, a 4/2 amplatzer piccolo occluder was selected for implant in a 1 month old, 2 kg premature infant with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 2.0 mm, pda length of 9 mm and diameter at aortic ampulla of 3.2 mm. During the procedure, a 4f amplatzer torqvue lp delivery catheter was advanced into the descending aorta. A 4/2 mm amplatzer piccolo occluder was inserted, advanced to the end of the catheter, and released intraductally. Follow-up echocardiograms demonstrated a small to moderate residual shunt around the device but without secondary arterial obstruction. A 4f terumo catheter was inserted via the right femoral vein and advanced into the pulmonary artery. Multiple catheter manipulations were performed in an attempt to reposition the device. The terumo catheter was exchanged for the torqvue delivery catheter, which was advanced into the main pulmonary artery. Again, multiple attempts were performed, but the small to moderate residual shunt persisted. It was decided to remove the device as there was a risk of future embolization. A 7 mm amplatzer gooseneck snare was used and the device was successfully snared and removed from the ductus and out of the heart. While moving the device though the right femoral vein it became dislodged from the snare. A 7 mm amplatzer gooseneck snare, and a merit en snare catheter were then used in efforts to retrieve the device. The device was snared several times but upon attempts at removal, the device dislodged from the snare and recoiled into the vessel. It was felt the device was too adherent to the femoral vein to be successfully removed via a transcutaneous approach. Due to the risk of surgical removal it was decided that leaving the device would be the safest option. 2 days later the patient underwent pda ligation to resolve the event. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable with no adverse consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 4/2 amplatzer piccolo occluder was selected for implant (B)(6) day old, (B)(6) kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 2.0 mm, pda length of 9 mm and diameter at aortic ampulla of 3.2 mm. During the procedure the device was placed intraductal, but signs of shunting were seen upon device release due to the shape of the duct. It was decided to attempt to retrieve the device via snare. The device was successfully snared, but while it was being pulled through the vein, it embolized into right femoral vein where it was left. A ligation was performed to resolve the event. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable with no adverse consequences.

Manufacturer narrative:
An event of residual shunt and the device embolizing after it was snared and being left in the patient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.